Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change procedure. During the procedure, the physician noted slight wear on the atrial lead. The lead was repaired with medical adhesive. The lead remained implanted. The patient was in a stable condition. Related manufacturer reference number: 2017865-2019-12512.